Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging inaccurate low results with control solution. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the test strip passed all testing with no faults found. The error could not be reproduced. The control solution had results outside the control range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:meter- 2/1/2013.test strips- 2/1/2013.

Manufacturer narrative:
Follow-up (3/11/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip results were outside the acceptable control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.